Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred and the pump touch screen was unresponsive. Additionally, it was reported the pump declared multiple temperature alarms. Customer confirmed the pump was not exposed to extreme temperature conditions. Customer's blood glucose level was 202 mg/dl. Reportedly, the pump was functioning as intended and the customer reloaded the cartridge onto the pump to use the pump for insulin therapy.